Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamers in this set are all dull/ineffective and will need to be replaced. The rep identified the issue, and it is not a complaint from the surgeon. No time was added to surgery. This pc linked to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to confirm the complaint of dullness. Cutting surface is dull to the touch, is not as sharp as first distributed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was received for examination. Physical evaluation of the returned instrument was able to confirm the complaint of dullness. Cutting surface is dull to the touch, is not as sharp as first distributed. Corrosion was observed on the device. A search of the complaint database found similar reports for dullness and the root cause was attributed to heavy use and wear out. The device was manufactured on 5/4/2018. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.